Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic to be issued a new mobile power unit (mpu). Upon arrival at their home, the patient plugged in the new mpu and received a yellow wrench on it. They tried different plugs and changed batteries with no resolution. The mpu was exchanged. It was mentioned that there were not any environmental circumstances that would have affected ac power at the time of the event and the mpu had a v-lock connector on the ac power cord.